Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos and short mp.4 clip included in the complaint. The review is documented below. [Photo review]: three photos were included in the complaint. One photo shows the stent partially protruding from the introducer and expanded, the next photo shows the stent completely expelled from the introducer and the guide wire next to. It is only expanded from the distal side; the proximal side remains partially collapsed. The third photo is a close up of the stent alone, only expanded from the distal side, the proximal side remains partially collapsed, no bents or other damage can be observed. The short mp.4 clip shows the partially expanded stent being pinched by hand several times until the collapsed section expands. No other damage was observed. The reported issue regarding the stent that could not be opened completely was confirmed based on observed partially expanded condition. This investigation was performed based only on the photos and short mp.4 clip provided. If the product is received after this investigation; an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9985740. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10007047) was placed and its release was initiated. The distal markers could not be opened completely. The physician retracted the stent and delivered it again, but the distal markers still failed to open completely. The physician retracted the stent and switch to a second stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 9985740). It was reported that the second stent was not used in the patient; it was inspected prior to use, and it was noted that the distal end also failed to fully expand. The physician switched to a third stent from a different manufacturer to complete the procedure. There was no negative impact to the patient. There was a reported procedure delay of about 10 minutes. Three photos and a short mp.4 video clip were included in the complaint. The photos and mp.4 clip will be reviewed by the product analysis team. On 27-apr-2026, additional information was received. Per the information, the procedure was a stent-assisted endovascular embolization of an unruptured aneurysm on the posterior communicating artery. There were no vessel factors that may have contributed to the incomplete expansion of the first stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. For the first stent that was used in the patient, there was no resistance during advancement of the stent. The information indicated that the second stent also had issue with expansion as the first stent but was found before it was used in the patient; prompting the physician to proceed in choosing a third stent (of a different brand) to complete the procedure. The information indicated that for both stents, the stent components were still on their respective delivery wires; there was no damage noted on the stents / stent delivery systems. The information confirmed there was no negative impact on the patient and the physician did not consider the reported 10-minute procedure extension to be clinically significant.